Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device onsite. Calibration, extended self-test and short self-test were performed. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator experience a malfunction during testing. There was no report of patient involvement.